Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this patient's right ventricular (rv) lead was suspected to have had insulation damage and was causing the patient's non-boston scientific device to switch programming parameters. A low out of range pacing impedance measurement of less than 200 ohms was also noted. Surgical intervention was performed and the physician experienced difficulty removing the rv lead, so it was surgically abandoned and replaced. No additional adverse patient effects were reported.